Manufacturer narrative:
This complaint was also reported by the device MFR as MDR# 2529252-2009-0018. Additional info will be submitted within 30 days of receipt.

Event description:
The procedure was conducted to treat a cto of the left popliteal artery. A 6 fr, 85 cm crossover sheath was inserted without difficulty in the right groin, through the iliac bifurcation and into the left fem-pop bypass. A 0.035 supertorq guide wire was used. The tip of the sheath was sitting in the distal area of the graft and the target lesion was located in the anastomosis of the graft with the popliteal artery. The lesion was pre-dilated before a 6.0x30 mm precise stent was successfully implanted. Post-dilation was also conducted with successful results. Good flow was confirmed distally and into the left foot. As the physician was withdrawing the sheath from the pt, he noticed that the sheath had separated. There were 20mm of sheath material outside of the pt, and the sheath's coil was found to be wrapped around the guide wire linking the broken pieces. The physician confirmed under fluoroscopy that the tip of the sheath had not moved from its initial location. The physician performed a small cut down with a scalpel in the right femoral artery to expose the broken edge of the sheath's material. He then grabbed the sheath's material, and the gw together with a kelly clamp and proceeded to slowly and carefully pull the sheath and wire out another 20mm until the sheath separated again. Pressure was applied in the right groin to control bleeding and maintain hemostasis and a vascular surgeon was called. The vascular surgeon with the aid of the chief resident found that the tip of the sheath was in the mid left thigh. The sheath's coil was around the gw, linking the sheath's material already outside the groin with the sheath's material inside the pt's groin. He had to perform a small cut down to expose the sheath's material in the right groin. He then grabbed the sheath and gw together and started pulling them out together slowly, but the sheath broke again when he had pulled approximately 10 cm outside the pt. At this time, a further cut down of the right femoral artery was performed to expose the sheath's material. He then grabbed sheath and gw together, until the tip of the sheath was over the bifurcation. He then fed the gw up into the aorta and pulled the sheath completely out of the pt by walking it through the gw (common practice). The cardiologist deployed a perclose device and the endovascular surgeon performed the necessary stitches to close the right femoral artery. The pt was discharged the following day in good condition.